Event description:
It was reported the multifocal intraocular lens was removed and replaced with a monofocal intraocular lens, due to the patient's intolerance of the halos and glare.

Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing specifications prior to release. There is no evidence to suggest any fault on the part of the device design or manufacturer. Halos and glare are a known and labeled possible side effect of multifocal lens implant.